Event description:
It was reported that the user¿s ilet displayed alerts to connect cgm or enter blood glucose despite receiving readings in the dexcom app, and it was identified that the dexcom g7 sensor number had not been entered into the ilet; the user was educated to input the sensor number each time, toggle the cgm type as needed, and leave the phone¿s bluetooth off until pairing completed, with a recorded blood glucose of 136 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure, and no applicable component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.